Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that there was a type iii fabric endoleak. The limb was relined and the endoleak was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.